Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and the distal area with one haptic tip adhered to the anterior optic surface. The optic was torn/split/cracked against the post of the lens case. The optic was scratched-rejectable. The lens folded using folding tweezers and unfolded with no abnormalities. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) did not fold well. There was no pt contact.